Event description:
Information received by medtronic indicated that the insulin pump reservoir chamber had cracked and was chipped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer filed a complaint on 08/05/2021 about a damaged pump at the reservoir chamber. Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, broken belt clip rails, missing reservoir tube o-ring, broken reservoir tube lip, partially detached retainer, partially broken retainer, missing display window cover, pillowing keypad overlay, cracked keypad overlay. Verified damaged pump at the reservoir chamber. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.